Event description:
Customer reported the test did not start after a test strip was inserted into her freestyle freedom lite blood glucose meter. Customer also noted she had received an ER-3 message on the display of the meter. She further reported experiencing fatigue, polyuria, a dry mouth and feeling sluggish. Customer self-presented to her healthcare professional, was diagnosed with hyperglycemia and was treated with an intravenous infusion of unknown type and two insulin injections. Customer also self-treated with her usual diabetes medication, glyburide, but was instructed by her healthcare provider to take "extra". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. Please note: during troubleshooting with customer service two different test strip lots were used. The second test strip information is as follows: lot no: 0815546.